Event description:
It was reported insufficient roll-off occurred. A radiofrequency ablation procedure of the liver was being performed. A 5cm leveen standard electrode was used with an rf3000 generator to ablate the tissue. After about 2 hours, roll-off was unable to be achieved. Therefore, they finished the procedure without the desired result. Another probe was not attempted. No patient complications were reported.